Event description:
It was reported that one day post implant the left ventricular (lv) lead pacing threshold had increased. X-ray showed no change. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076 lead, implanted: (B)(6) 2009. (B)(4).